Event description:
In 1999 pt underwent transvaginal fascial sling and cystocele repair using a bovine percardial patch. Post-op, the pt was treated for intermittent urinary tract infections but no erosion of the sling. However in 01/2000 pt had bleeding and upon exam the previously healing incision was open with the graft exposed and evidence of infection was present. In 2000 pt had graft removed and underwent bladder neck reconstruction.